Event description:
In 2009, the patient reported that his piston rod began "sticking" 3 days ago and the infusion device is not properly delivering insulin. As an result he experienced elevated blood glucose of over 300 mg/dl. He also reported that there is moisture in the cartridge compartment of the infusion device. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion. He was educated on the proper procedure. He stated that when he attempts to perform the change cartridge procedure the piston rod "freezes" and he uses a cotton swab to press it down and he is then able to complete the procedure without error. He stated that the battery had been in use for a "couple" of weeks. He inserted a new battery and he was able to retract an extend the piston rod without it "freezing." The patient was assisted in switching to his backup infusion device. Upon follow up the next day, the patient stated that he had not yet begun use of the replacement infusion device. His blood glucose returned to normal while using the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.